Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if the issue recurred.